Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an air embolism was noted. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The patient was under deeply sedation. The physician obtained right femoral vein access and versacross connect was inserted. Heparin was given and activated clotting time (act) was 273. The first drop down was attempted on septum however on transesophageal echocardiogram (tee) the trusteer sheath was noted on left side prior to transseptal puncture. It appeared it went through a patent foramen ovale (pfo). The sheath brough back onto the right and a second transseptal was completed more inferior and posterior. There was no complication or difficulty during the second transseptal. As the versacross dilator was being removed from the trusteer and advancing the non-boston scientific pigtail catheter over the versacross rf wire, st elevations were noted and air bubbles in the left atrium and aorta noted on the tee. Apnea was suspected and noted at this time. The patient became slightly hypotensive. Tee continued and bright markers indicated IV septum ischemia. The bubbles and brightness resolved. When the st elevation subsided in the air resolved on its own over a few minutes, the physician thought it was safe to continue on with the procedure and implant the device. The procedure continued and a 35mm watchman device was inserted and deployed without difficulty or complications. Pass was met and sheath was removed. The patient was kept overnight for monitoring. No additional interventions were required other than follow up medical attention such as CT. As far as patient condition they have been made comfort care. Later on they withdrew care on the patient. The device is not expected to be returned for analysis (disposed).